Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter serial number (B)(4) that could result in a misinterpretation of results. When the customer pressed the "I" button, the meter beeped three times and they saw two dashes on the screen. The customer also noted two vertical lines in the center of the display towards the right side. While attempting a display check, the meter would not power on. There was no actual misinterpretation of results.